Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator that the patient came into the clinic. Vad coordinator noted that half of controller screen was not displaying information. No damage was noted to the unit. It was exchanged with the hospital stock one and the patient tolerated the procedure well.

Manufacturer narrative:
The ventricular assist device was implanted in the patient on (B)(6) 2015. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of power source port 1 connector found loose from the controller housing with the black o ring gasket displaced. This observation is considered not related to the reported event and a possible root cause may be attributed to a shift in the manufacturing process; however, the manufacturer has opened an internal investigation to evaluate these type of issues. The returned device failed functional testing as a result of the controller's lcd display found with lines or column of pixels off and gradually display fading over the right side; confirming the reported event. Supplemental testing revealed that once the controller's display module was swapped with a known good display module, the controller's display worked as intended. The most likely root cause of the reported event may be attributed to a faulty display module. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.